Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist guided the customer in powering on the cabinet by fully inserting the power cable connector into the wall outlet and then rebooted the all in one to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux drawers were not operational. The customer reported that a message on the screen states the drawers were offline and no items available for immediate issuance, which resulted in a delay to patient care. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
Correction: section e1 name and address, d4 model and unique identifier.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux drawers were not operational. The customer reported that a message on the screen states the drawers were offline and no items available for immediate issuance, which resulted in a delay to patient care. There were no adverse events or injuries reported as a result of this incident.